Event description:
Filter leakage was reported on a paed-filter 1,2 medical device in the pediatric clinic. The reporter stated that, in the night on (B)(6) 2023, the patient was receiving a fat solution via the infusion filter. In the early shift, a nurse noticed that the bed was wet and noticed that the connection site between the infusion line and the grease filter had dripped out. The nurse changed the filter, but also in this case, the infusion solution dripped out at the connection site. Although the patient had not received the prescribed amount of fat/lipids, it was reported that there was no harm to the patient.

Manufacturer narrative:
The complaint of leaks on item (B)(6) could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation could not be performed and a cause cannot be determined. The device history record (DHR) was reviewed and no non conformities were found that would have led to the reported complaint. E1 initial reporter email: (B)(6).